Manufacturer narrative:
Investigation summary: customer returned (2) loose 1cc, 12.7mm syringes. Customer states that the scale marking is light. Both returned syringes were examined and both exhibited clearly printed scale markings on the barrels with no observed defects. A review of the device history record was completed for batch# 7296924. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200723839, 200723843] noted that did not pertain to the complaint. There were three (3) notifications [200723264, 200723290, 200723263] noted for scratched print. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 bd plastipak¿ syringes had lightly printed scale markings, found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "scale marking light".